Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented via remote transmission. Pause episodes due to undersensing was noted on the device. The patient was seen in clinic. Programming changes were made but the issue was not resolved. The patient was stable and will continue to be monitored.